Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) sounded an audible alert. An interrogation showed that the right ventricular (rv) lead exhibited multiple episodes of short interval counts (sic) and oversensing noise. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.